Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found the front panel has various cracks and breaks. The reported condition was not confirmed. The investigation found there was no self-activation at all. The customer wanted to change the defaulted set-up of the device when it was starting up and they thought it was a failure. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that the 6-pole relay is in poor condition, affecting the coagulation output power. The investigation identified the cause to be the 6-pole relay. The relay was replaced to address the condition. The service center reported the front panel has various cracks and breaks. The investigation identified the cause to be the front panel. The front panel was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, while in coagulation mode, there were two flashes and l mode function was automatically activated. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in coagulation mode, there were two flashes and l mode function was automatically activated.